Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked battery tube threads, cracked case corner of belt clip rails, missing display window cover, broken reservoir tube lip and minor scratched lcd window. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer's mother reported via phone call that they had power error detected on insulin pump. The customer had high blood glucose level of 381 mg/dl. The customer treated with insulin pump. The product was returned for analysis.